Event description:
During a knee arthroscopy surgery, the tip of an arthrocare chondral pick, 45 degrees, broke off in the pt and remains in the pt's knee. No add'l info was provided for this report.

Manufacturer narrative:
The device is reported as returning to arthrocare for investigation. Once the device investigation is completed, a f/u report will be provided.